Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation noted bent guidewire and backup tabs. Functional evaluation resulted in broken fastener deployment. No manufacturing anomalies were noted. The deployment of broken fasteners is a known result of a bent guide wire and backup tabs. Based on the sample evaluation and investigation performed, the guide wire and backup tabs on the device were found to be bent due to forces applied during use. As reported the surgeon is unsure if the device was deployed into bone. Per the instructions-for-use supplied with the device " insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ and ¿care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. ¿ a review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported.

Event description:
As reported, during deployment of the first fastener of the bard/davol optifix straight fixation device to fixate a mesh (unspecified), the fastener shattered into tiny pieces. As reported, the surgeon was unsure if the device penetrated into bone. As reported, the device did not release fasteners upon subsequent attempts. When the device was removed from the patient and dry-fired, and the same issue re-occurred. As reported, the surgeon attempted to remove the broken pieces a few times which was not successful. The procedure was completed using a new device. There was no reported patient injury.